Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and multiple sclerosis ('ms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterus enlarged and cesarean section. Concurrent conditions included uterine leiomyoma, chronic cervicitis and endocervical squamous metaplasia. Concomitant products included hydrochlorothiazide (hydrodiuril), interferon beta-1b (betaseron), levothyroxine, losartan and venlafaxine hydrochloride (effexor). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hyst. (Full), salping (bilateral)/total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the multiple sclerosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, multiple sclerosis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/chronic pain, abdominal pain, ms. As per mr. Discrepancy noted in date of insertion: (B)(6) 2015. 0 trailing coils were noted for the left ostium with placement in 10 seconds. The procedure was then repeated in the same manner in the right tubal ostium with 0 trailing coils in 10 seconds. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: on (B)(6) 2016 results-bilateral occlusion/tubes are blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, medical history, auto narrative supplement and rcc were added. Real fu was received and event uterine fibroid added.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and multiple sclerosis ('ms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrochlorothiazide (hydrodiuril), interferon beta-1b (betaseron), levothyroxine, losartan and venlafaxine hydrochloride (effexor). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping (bilateral)/total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the multiple sclerosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, multiple sclerosis and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/chronic pain, abdominal pain, ms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: on (B)(6) 2016 results-bilateral occlusion/tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: reporter information updated, patient demographics added, product start/stop dates added, product indication, lab data and events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/chronic pain, abdominal pain, multiple sclerosis were added. On (B)(6) 2019: processed with fu2. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.